Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, occurred during a laparoscopic sleeve procedure. The device was not able to fire . The surgeon could not squeeze the handle or press the green button. Another device was opened to complete the procedure. No patient injury has been noted.